Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.